Event description:
Per the clinic the device was explanted on (B)(6) 2014, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed may 22, 2014.